Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 80% stenosed target lesion was located in the severely calcified distal left circumflex artery (lcx). After performing a predilatation with a maverick 2 balloon, a promus element 2.25 x 20 mm stent was used. When the device crossed through the calcified lesion, the stent dislodged and could not be retrieved. An unspecified balloon was used to appose the stent to the vessel wall. A promus element 2.25 x 16 mm stent and a promus element 2.5 x 16 mm stent were implanted to appose the dislodged stent well. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 80% stenosed target lesion was located in the severely calcified distal left circumflex artery (lcx). After performing a predilatation with a maverick 2 balloon, a promus element 2.25x20mm stent was used. When the device crossed through the calcified lesion, the stent dislodged and could not be retrieved. An unspecified balloon was used to appose the stent to the vessel wall. A promus element 2.25x16mm stent and a promus element 2.5x16mm stent were implanted to appose the dislodged stent well. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various location along its length. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).